Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. It was stated that the customer was given a manual injection of insulin, but his blood glucose levels remained elevated. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and self tests. Nothing further was reported.